Event description:
The pt received two leads with the same lot number. It was reported the pt was unable to increase the amplitude of the stimulation, and it was auto-reducing. X-rays were taken which revealed the leads are fractured. It was reported the physician believed the pt's nightmares and night time movement may have been a factor. F/u identified the physician had scheduled surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.